Event description:
The lay user/patient called lifescan (lfs) on october 13, 2006, and alleged that her meter reverting to the set-up mode when attempting to test her blood glucose. The medical affairs specialist listened to the recorded call between the lfs customer service representative and the patient to verify the information obtained and a letter was mailed on october 17, 2006 to the patient, since the user could not be reached by telephone for further clarification. The patient reported that when powering the meter on by inserting a test strip, the time would appear on the display. The meter is not new. The last time the patient used this meter was either in august or september of 2006. On the day of the event. October 12, 2006, the patient was driving when she began to feel dizzy. She took a glucose tablet and then drove herself to the emergency room. She had eaten breakfast prior to leaving the house. Her blood glucose was tested when she arrived and her result was 97 mg/dl. She was given orange juice to drink. It would have been helpful to know how what she takes for her diabetes regimen, and if she made any changes to her regimen when she was unable to test her blood glucose. It would also be helpful to know how the patient uses the meter to manage her diabetes care, how frequently she tests, and if she has a backup meter. This complaint is being reported, as the meter issue was not resolved with troubleshooting. The patient was unable to test and during that time, the patient became dizzy and took and juice as treatment. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.